Event description:
The lead was electively explanted. The pt presented with hypotension post anesthesia. Explant method: intravascular, superior, femoral. Technique/tools: direct traction with locking stylet. Complications listed above.